Event description:
In 1991, pt underwent insertion of ddd pacemaker. Review of records reveal that ventricular lead impedances deteriorated 750% from 647 ohms (on 10/22/98) to 292 ohms in 2004. Ventricular sensing (bipolar) also deteriorated from 11.2 mv @ implant to 4.0 mv, indications of lead insulation failure.